Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2006 due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Mesh was removed on (B)(6) 2006 and (B)(6) 2011 due to mesh erosion, protrusion, infections and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent mesh implantation due to pelvic organ prolapse and stress urinary incontinence. Mesh was removed on (B)(6) 2006 and (B)(6) 2011 due to mesh erosion, protrusion, infections and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.